Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two weeks post implant that the right atrial (ra) lead exhibited high thresholds. It was further reported that the ra lead had dislodged. Repositioning of the ra lead was attempted. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.